Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter first name: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd micro fine plus¿ pen needle cartridge button could not be pushed during injection. No serious injury or medical intervention was reported.

Event description:
It was reported that bd micro fine plus¿ pen needle cartridge button could not be pushed during injection. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: one opened 31g x 8mm pen needle sample was returned from an unknown lot. No., cat. No. 320102. A clog test was carried out and it was observed that the needle was clogged with medication. A clog test was carried out and it was observed that the needle was clogged with medication. No DHR review can be carried out as lot number is unknown. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.